Event description:
It was reported that, "the nurse was peeling the outer tyvek sheet, she noticed a broken inner blister pack. The stem was implanted w/o any problems."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.